Event description:
It was reported that there was p-wave oversensing (cross-talk) on this right ventricular (rv) lead. The patient was asymptomatic and programming options were discussed. Subsequently a lead revision procedure was performed to reposition the rv lead. During the procedure it was discovered that the rv lead had dislodged. The rv lead was successfully repositioned and no additional adverse patient effects were reported. This rv lead remains in service.